Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had open book image. Insulin pump error alarm was not displayed before the open book image was displayed on the screen. Customer states that was in the pool and when getting out and walking around the park the insulin pump started going off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, device powered up with a blank display due to corrosion in/around the battery connectors. There were water droplets on the lcd screen even before the case was opened up. After the case was cut, the boards inside were wet once taken out. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the blank display.